Event description:
On (B)(6) 2006 I underwent a left partial hip arthroplasty. I received a depuy hip system consisting of a pinnacle acetabular cup size 52 mm, with the 36 mm x 52 mm metal insert. Since the implantation of the pinnacle device, I experience severe pain and discomfort when walking, standing, and sitting. On (B)(6) 2006 I underwent a right partial hip arthroplasty. I received a pinnacle acetabular cup size 52 mm, with the 36 mm x 52 mm metal insert, and an articuleze metal on metal femoral head. I began experiencing severe pain and discomfort, since the implantation of the pinnacle device. Dates of use: (B)(6) 2006 - current; (B)(6) 2006 - current. Diagnosis or reason for use: arthritis with low avascular necrosis; avascular necrosis.